Event description:
It was reported that the sys 9900 would not initialize. There was no adverse pt involement reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. The sys was locking up during initialization. Reloaded software. The sys was tested and found to be working as intended and placed back into service.